Event description:
Per legal complaint: (B)(6) 2008 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol composite mesh (composix). The patient is making a claim for an adverse patient outcome against the composite mesh (composix). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per legal complaint: "despite reasonable diligence, plaintiff did not know, and could not have known, that her injuries were related to a defect in the composix mesh, and/or about the wrongful conduct by defendants in connection with her injuries on (B)(6) 2011, the date of her revision surgery, which was performed at (B)(6) medical center."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. H11: this is an addendum to the initial emdr to document the allegation that the patient underwent a revision procedure associated to the bard/davol device. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per legal complaint: (B)(6) 2008 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol composite mesh (composix). The patient is making a claim for an adverse patient outcome against the composite mesh (composix). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."